Event description:
It was reported that the patient experiencing bradycardia due to non-capture of the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.